Manufacturer narrative:
(B)(4) was for lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The main component of the system and other applicable components are: product ID: 3093-28, lot#: v018097, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that lead or extension was difficult or unable to connect in implantable neurostimulator (ins) intra-operatively. It was unable to fully insert. Setscrew issue was backed out too far. During operation setscrew could not tighten on lead and lead could pull out. They replaced ins and impedances showed >4000 on all combos so replaced lead. Impedances showed >4000 on 0 contact. Caller reported that they would program around 0. Good response on other contacts. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
Analysis of ins (#(B)(4)) revealed that it passed the final functional test on the automated test console and insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received as patient's weight was still unknown on asking. Product analysis had been available

Manufacturer narrative:
Corrected information sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.